Manufacturer narrative:
(B)(4). This is a report of a customer who experienced a low priority alarm 30176 due to a use error further described as the customer had open clamps on unused supply lines. Use errors and proper user instructions are addressed in the amia automated pd system patient guide, which is shipped with every amia automated pd system. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 occurred on an amia automated pd system during peritoneal dialysis therapy. This event occurred during an unknown dwell cycle while the patient was connected. During troubleshooting, it was discovered that two unused supply lines both had clamps open. The nurse would start therapy over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.